Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patients anatomy (i.e. Previously implanted stent).

Event description:
Orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (stenosis degree: 99 percent) in the moderately tortuous mid lad. It is unknown if a pre-dilation was performed. It was a long lad lesion, so first a 2.50/40 orsiro mission was inserted and then a 2.50/22 orsiro mission was inserted and placed. However, the plaque shifted to the distal side of the first placed 2.50/40 orsiro mission and the stenosis did not resolve. Therefore, it was attempted to place distal a new 2.50/18mm orsiro mission (complaint device), but it got caught in front of the 2.50/40 orsiro mission stent. The catheter system was removed from the body and the procedure was completed. The complaint device was disposed of at the facility.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the patient's anatomy (i.e. Previously implanted stent).